Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for excessive adhesive causing the shield to be locked in place with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder hub joint was found broken before use. The following information was provided by the initial reporter: "the hub joint was broken".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder hub joint was found broken before use. The following information was provided by the initial reporter: "the hub joint was broken."